Manufacturer narrative:
Additional information : the device was manufactured between october 06, 2018 - october 07, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port weld leak in back of the bag. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the needle port (where additives go in). It was further specified that the leak was where the bag attached to the port; it was crimped around the port. This was found during compounding. There was no patient involvement. No additional information available.